Event description:
Pt was having an endoscopy when two snares were stuck in the colon. An attempt to remove them was made but unsuccessful. The pt was transferred to another facility where snares were successfully removed. The snares were sent back to the original hospital.